Event description:
Caller alleged discrepant results with inratio versus lab. Patient: #1, inr: 5.3, lab: 1.7. Patient: #2 , inr: 1.7, lab: 1.8. Caller stated that the lab results were not done on the same day of the inratio results.

Manufacturer narrative:
Discrepant results provided by end-user at time complaint was filed were not evaluated for accuracy because the inratio and lab tests were performed on different days. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. No further investigation performed. No corrective action is required as no product deficiency was established.